Event description:
It was reported an asymptomatic patient presented in the clinic for routine follow-up. High impedances were observed for the patient's right ventricular lead. Previous diagnostics identified a progressive upward trend with respective to impedance. Suspected connection issue. Surgical intervention was undertaken to extract the patient¿s entire system. No further information could be obtained.

Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 13.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
Additional information received indicated that the lead had also dislodged.

Manufacturer narrative:
(B)(4).